Event description:
It was reported that syringe 50ml ll bns was damaged. The following information was provided by the initial reporter: defect in barrel. These incidents did not cause any patient or user injury.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-06-04. H6: investigation summary: it was reported there was a defect in the barrel. To aid in the investigation, one sample in a plastic bag and one photo were provided for evaluation by our quality team. A visual inspection was performed on the sample received and embedded degraded resin about 1/4" long was observed. No other defects or imperfections were seen. The photo provided shows the sample received. The embedded degraded resin in the component typically occurs at the startup or intermittently during the injection molding process. A device history record review was completed for provided material number 301035, lot number 0303659. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. A device history record review was completed for provided material number 301035, lot number 0303672. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. The sample was given to the molding coordinator for awareness and frequency of inspections was increased to mitigate the risk of having these escapes. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0303672, medical device expiration date: 2025-10-31, device manufacture date: 2020-10-29. Medical device lot #: 0303659, medical device expiration date: 2025-10-31, device manufacture date: 2020-10-29. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 50ml ll bns was damaged. The following information was provided by the initial reporter: defect in barrel. These incidents did not cause any patient or user injury.